Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination, the patient's right atrial (ra) lead was found to have high pacing impedance. Upon presenting in-clinic, a chest x-ray was taken and lead fracture caused by a clavicle crush was confirmed. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.